Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin and the customer was performing the air removal step with an empty syringe. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days and that performing the air removal step with an empty syringe is off label per the tandem user guide. Customer changed cartridge and infusion set to address the issue. The customers blood glucose was 526 mg/dl and displayed as "high"; however, specific value was not provided for some occlusion. Customer addressed bg by administrating a manual correction injection. Ultimately, the customer reverted to an alternate method of insulin delivery.